Event description:
It was reported the patient went to (B)(6) two weeks prior to report and got shocked when they went through the security gates. It was stated since then every time the patient went to a store they made their husband go through first and open the door so the patient could run through the middle of the gates. It was noted the patient thought it was ¿a pain in the butt¿ to turn their device off and on each time they went through security gates.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va09vz3, implanted: 2013 (B)(6); product type lead. (B)(4).